Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height auxiliary drawer 6 was not detected on the bus. A field service engineer removed the back panel and observed a flashing bus light. The device was shut down and all bus wire connections, including controller board connections, were reseated. This issue has been recurring across the site/account. It was noted that full height matrix bins or double full height matrix bins are typically installed in each cabinet. Fluid bags stored in the matrix drawers have been rubbing against the boards of the above drawer, leading to repeated malfunctions and, in some cases, damage to the controller boards. In other instances, this has caused drawers to go undetected on the bus until they are physically reseated. The customer has been advised multiple times to adjust par levels, relocate inventory to alternate storage (e.g., tower), or reposition matrix bins to the top of the cabinet to prevent further occurrences. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.